Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Tandem technical support (cts) discovered the customer was not practicing the proper air removal technique. Cts reminded the customer to do so as this was off label. The customer declined to further troubleshoot with cts. Customer¿s blood glucose was 93 mg/dl.